Manufacturer narrative:
The device won¿t be returning to the manufacturer for further evaluation. The manufacturer is submitting a final report. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
Legal benelux team has received on (B)(6) 2024 further information from the attorney regarding the patient's complaint. The lawyer has clarified the serial number of their client's dreamstation device. And has also informed that the patient would like to keep the device and is contemplating starting legal expert proceedings. The device won¿t be returning to the manufacturer for further evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic respiratory system problems as well as injury to other organ systems which leads to material and immaterial damages. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.